Event description:
Caller reported an issue where the cartridge did not fit properly on the pump. There was no reported impact to the customer's blood glucose level. The customer was unable to successfully load a new cartridge onto the pump despite multiple attempts guided by technical support. The customer reverted to using multiple daily injections (mdi) as a backup insulin therapy method.